Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain and osteoporosis. It was reported the patient experienced a lot of nausea right after the pump was replaced (due to normal battery depletion). The patient became nauseous while still in the hospital and the surgeon finally went back in and it was determined that the catheter was not connected. The issue was resolved once the catheter was connected. The event date was (B)(6) 2012 right after pump replacement the patient experienced nausea. No further complications were reported/anticipated or expected.